Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. It appears that only one reagent pack was affected. During investigations, higher calibration signals were generated with the affected pack in comparison to calibration signals generated with retention material. It is possible that this may be caused by deterioration of one of the assay components due to transport and storage conditions of the affected pack. Control recoveries from the affected pack were within target ranges and comparable to that of the retention material.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they tested 38 patient samples for elecsys ft3 iii (ft3) on a cobas 8000 e 602 module (e602). Quality controls were tested in the afternoon and the results were not good. The customer then repeated the samples on a different e602 analyzer using a new reagent pack of the same lot. Repeat testing was carried out while measuring controls after every 10 samples. Of the 38 patient samples that were repeated, 24 had erroneous ft3 results. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. Refer to the attachment to the medwatch for all patient data. No adverse events were alleged to have occurred with the patients. The affected e602 analyzer was serial number (B)(4). The customer changed the pinch tubing of the analyzer and carried out calibration again in order to confirm the signal recovery. The reagent pack was returned for investigation where it was determined that the high signal value was related to the reagent 1 bottle.